Event description:
Additional information received reported that the manufacturing representatives (rep) had not heard back from the patient. It was un known if the issue was resolved. No interventions or outcome were reported regarding this event. Further follow-up is still being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was massaging their head and neck and it seemed the lead on the left side of their head had moved and it was on a higher setting than the lead on the right. The lead moved post-surgery because of a massage the patient had soon after it was implanted. The patient was being overstimulated and they did not have the controller to adjust stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a45, lot# n248529, implanted: 2011-(B)(6), product type: lead. Product ID: 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3888-56, lot# v723674, implanted: 2012-(B)(6), product type: lead. (B)(4).